Event description:
A peritoneal dialysis (pd) patient experienced third episode of bacterial peritonitis manifested by pain. The cause of the peritonitis was not reported. Hospitalization, treatment, and patient outcome were not reported. It was reported that "the handling gestures were repeated with the patient several times". Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: 03/2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.